Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced diabetic ketoacidosis (dka) and sought medical attention. It was unable to determine whether the patient was wearing the pod at the time seeking care, details regarding length of visit, discharge and whether hospitalization occurred remain unavailable despite to multiple good faith attempts to obtain this information. The confirmed diagnosis at the time of care was dka, and no information was provided regarding the treatment administered.